Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf179 was due to a supercapacitor leak on the main circuit board and total power failure was due to a depleted battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen. There was no report of harm or serious injury as a result of the event.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device displayed an error message (sf179) related to the super capacitor. Visual inspection revealed super capacitor leakage on the main circuit board. Review of the device logs revealed a total power failure alarm. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen. There was no report of harm or serious injury as a result of the event.